Manufacturer narrative:
Results: the separators were returned with damaged tips. Due to the damaged tips, the separators are non-functional. Conclusion: the complaint described difficulty passing the separators through the hub of the catheter. There was no issue found at the hub of the returned catheter. The ovalization in the proximal portion of the catheter shaft was not mentioned in the complaint. It is unknown when this damage occurred however, the ovalization would have prevented the separators from accessing the treatment site and the attempts to advance them past the ovalization would explain the damage to the separator distal tips.

Event description:
The physician stated that she attempted to place the penumbra system separator 032 wire through the penumbra system reperfusion catheter 032, but the separator would not pass through the hub of the catheter. A second separator was introduced resulting in the same problem. An alternate reperfusion catheter 032 and separator 032 were selected and used without incident. This MDR is associated with MDR 3005168196-2011-00204 and 3005168196-2011-00206.